Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment but was unable to reproduce the stated problem. The drive gas check valve, exhalation valve diaphragm, and bellows pressure relief valve were replaced proactively.

Event description:
The hospital reported pressure in the circuit was noted to be higher than expected. There was no report of patient involvement.